Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were taken to emergency room and then hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with the blood glucose level of 1400 mg/dl. Customer stated that the insulin pump was not delivering the insulin as it should be. Customer also experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin drip. Customer already removed the insulin pump and was no longer using it. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08620 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.